Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they had air bubbles. The customer's blood glucose was 326 mg/dl at the time of incident. The customer declined to troubleshoot. The customer stated that they resolved the issue with reservoir change. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed the pre-fill reservoir test and found no air bubbles anomaly during the analysis. Checked o-ring for defects and none were found.